Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs does show evidence of check pads messages. However, check pads message is not an indication of a device malfunction. This is an advisory message to notify the user that the device is measuring patient impedance outside of the valid range of 15-300ohms. When the check pads message is displayed, the user will be unable to obtain and ECG signal or deliver therapy until the user clears any connection or patient coupling type issues. The device was recertified and returned to the customer. No trend is associated with reports of this type.